Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a cardiac ablation procedure, there were visible air bubbles moving throughout the tubing set (microbubbles, bubbles, or air pockets). A second device was used to complete the operation. There was no adverse event reported on the patient. Initially, this was assessed as not MDR reportable. However, on 10-oct-2025, additional information was received which indicated that it was during active irrigation when the bubbles issue occurred and there was no error code/alarm generated from the irrigation pump. With the additional information received, this event is now considered MDR reportable.